Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for malignant pain. The pump contained dilaudid [1.5 mg/ml] at a dose of 0.5252 mg/day. It was reported the patient had their pump explanted and catheter partially explanted on (B)(6) 2017 due to infection. There was not going to be a replacement pump. The patient had an MRI per the physician report on (B)(6) 2017. A motor stall was noted on (B)(6) 2017 at 17:12 with a recovery noted on (B)(6) 2017 at 15:19. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. Additional information received from the hcp via the representative on 2017-05-23 reported a motor stall was seen at initial interrogation. The patient recently had an MRI. The representative stated that she interrogated the pump that was being explanted due to infection and noted in the logs that a motor stall occurred. The representative confirmed that the motor stall time coincided with the time the patient had an MRI. The motor stall had recovered. It had not been less than 2 hours since the patient exited the MRI field. Troubleshooting resolved the reported event. No patient symptoms were reported related to the motor stall. The event was reported to have occurred on (B)(6) 2017. The pump was explanted due to infection. The pump was being sent back for analysis. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion has been updated to conclusion . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on may 23, 2017. Per the device interrogation, the pump was examined on may 23, 2017, with the last change occurring on (B)(6) 2017. It was indicated the catheter had been implanted at the l2/l3, with the catheter tip at t11. The pump had been programmed to deliver 1.5 mg/ml of hydromorphone at 0.5252 mg/day and 10.0 mg/ml of bupivacaine at 3.502 mg/day in flex infusion mode. The elective replacement indicator (eri) was at 80 months. The pump and catheter were returned for analysis on may 30, 2017.

Manufacturer narrative:
Analysis found no anomalies with the pump and no significant anomalies with the catheter. Result code (B)(4) and conclusion code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.